Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them.

Event description:
The pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt visited his physician's office for a regularly scheduled appointment. Two days prior to the appointment, a lab test was performed. He could not recall if the result was specified during his appointment. The physician increased his glyburide dosage on lab result. The pt also reported blood glucose results of "196 mg/dl and 154 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.